Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis. Prior to the hospitalization her blood glucose was 560 mg/dl. The patient treated via insulin pump bolus; however, her blood glucose remained high. The patient changed the infusion set three times but her hyperglycemia persisted, so she went to the hospital. The patient was treated via insulin IV. The insulin pump was not returned for analysis.